Event description:
The (B)(6) male pt received a 1.2 mm plate to treat a fracture of the metacarpal. Approximately one month after surgery, the pt reported to the therapist that he felt something in his hand. The therapist notified the surgeon who sent him for an x-ray which showed that the plate had broken. The pt was reoperated and the plate replaced with a 1.6mm plate. Pt is currently doing fine. No product was returned. Review of the DHR shows no issues during MFR of product and no prior complaints for this part number in last year. The 1.2mm plate is a relatively thin plate. Ao techniques recommend a larger plate (2.0mm or 2.4mm) when dealing with fractures of the metacarpal. The IFU references ao techniques and warns that use of undersized implants in areas of high functional stress may lead to implant fracture and failure.

Manufacturer narrative:
Device not returned. Info provided by intraoperative photos and correspondence from distributor, plus copy of operative note during replacement surgery.